Manufacturer narrative:
G code 4755- attributed to user error at the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user called to report a hyperglycemic event experienced last night. He stated he was taking a shower and paused his insulin deliveries. The user forgot to resume for 7 hours and blood glucose (bg) measured at 401 mg/dl. Once reconnected, he ilet deliveries resumed and corrected the bg back to range. The patient did not require any outside medical intervention, and he did not notice any symptoms during the reported event.